Event description:
Circulator passed scrub tech a pack of lap sponges using sterile technique. When scrub started to count the laps, she noticed a hair between two of them. Tech handed the laps back to circulator and removed her outer gloves. Tech donned new outer gloves. Packaging and laps saved.